Event description:
Pt experienced a local allergic reaction to orthodontic appliance and was treated with an epinephrine shot, benadryl and penicillin. Treatment was successful with no further symptoms or complications.

Manufacturer narrative:
Add'l serial #(B)(4).